Manufacturer narrative:
One handpiece and a 3152 scissors tip marked as lot number 00105032 were returned, decontaminated and investigated. A visual inspection of the returned tip found burn damage to the backhub, however the tip functioned mechanically. A visual inspection of the returned handpiece found that the silkscreen on the handle is worn, the o-ring is torn and has severe damage. This condition of the returned handpiece is consistent with heavy use over a long period of time. A handpiece in this condition should not be used per the instructions for use: precautions 3 do no use handpiece if the "o-ring" located on the distal of the shaft end appears worn, damaged or missing. Electrocautery precautions note: ...prior to each use, it is very important to verify that the "o-ring" is in place and it is not damaged. If the o-ring is damaged or missing do not use the instrument. No issues were found with the device history record for the tips. There are no remaining tips in house with the same lot number to test. No add'l complaints have been rec'd for the lot numbers listed.

Event description:
The product caused a burn to the uterus at the point of connection at the o-ring site. The handle appeared to have shorted diathermy circuit at the o-ring connection. The o-ring appears torn and split. No add'l info concerning this complaint was provided. No add'l pt info was provided.